Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the cgm was displaying 4.0 mmol/l. The patient stated they felt lower and started intaking glucose to bring his sugar up and then went into seizure. No blood glucose test was able taken for comparison at the time as he went into a seizure too quickly. The patient¿s teacher called the ambulance and was taken to the hospital. The paramedics did a blood glucose test which showed 2.8mmol/l. Unspecified treatment was made and once the patient arrived at the hospital, his glucose values were stabilized and was released and went back to boarding school once he had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.